Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was not confirmed. Pressure test was completed and passed the hipot test per specification. The lead passed electrical testing.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. This lv lead was explanted. No additional adverse patient effects were reported.